Manufacturer narrative:
(B)(4)

Event description:
It was reported "midline catheter insertion was performed without complications, only puncture and after 48 hours it leaked when infusing liquids, it was associated with the length of the device, since it was 15cm and its tip was not left in the subclavian vein, irrigation was performed with a prefilled syringe of 10 ml on several occasions and leakage was observed when irrigation of the catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a finding was identified. A non-conformance was initiated for batch 13c23c1793 to address the issue of a catheter that did not have coating. Without the device returned for evaluation, it cannot be determined if the finding is relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "midline catheter insertion was performed without complications, only puncture and after 48 hours it leaked when infusing liquids, it was associated with the length of the device, since it was 15cm and its tip was not left in the subclavian vein, irrigation was performed with a prefilled syringe of 10 ml on several occasions and leakage was observed when irrigation of the catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".